Event description:
It was reported that the patient had persistent diarrhea for 6 days and had not been able to have any intake. They were down 14 pounds in 6 days. There were frequent speed drops on the system controller. They were found to have colitis, hypokalemia, hyponatremia, and their creatinine was greater than 2. The patient was a 51-year-old with chronic combined systolic and diastolic congestive heart failure 2/2 to non-ischemic cardiomyopathy. They had an ICD implanted in 2015 from medtronic, and the heartmate was implanted on (B)(6) 2024. They had ventricular tachycardia and a history of thrombocytopenia/heparin-induced thrombocytopenia (hit). They also had type 2 diabetes mellitus and hypothyroidism. They were negative for clostridioides difficile (c. Diff) and there were no left ventricular assist device (lvad) alarms. Primary: ganta.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported speed drops could not be confirmed through this evaluation as no log files were provided for review. A specific cause for the reported speed drops could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events of cardiac arrhythmia, thrombocytopenia, colitis and hypokalemia, and hyponatremia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for mlp-045569 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and the heartmate 3 lvas patient handbook, rev a, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump speed changes and adverse events that may be associated with the use of the heartmate 3 left ventricular assist system including cardiac arrhythmia. Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 5 of the IFU "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also states that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.